Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 20 mmol/l and 5 mmol/l; 13 mmol/l and 4 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.